Event description:
It was observed that during the device evaluation, the flex video scope exhibited dirt on objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: - due to data error of scope ID, b30(scope communication err) occurs. - due to dirt on objective lens, the screen turns white with no image. (It never returns to normal.). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.